Event description:
It was reported that the e360 ventilator oxygen delivery was low. There was no patient involvement at the time of the reported condition. A third party service provider evaluated the ventilator and verified the problem. To address the problem the service provider calibrated the flow sensor. The ventilator was tested and checked to be running normally.